Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of pain and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: the device related to the reported event of visibility/palpability and pain received on june 30, 2017 with lot number 2338614. Visual analysis of the returned device identified crease flat, red and yellow particles. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a puncture opening on posterior side, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: - a puncture opening on posterior due to surgical damage. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Patient reported the left side has "failed in some way, has a big huge bubble in it, pain and a knot that has something to do with the implant." Healthcare professional reported capsular contracture baker grade unknown, "wrinkles, pronounced breast distortion and implant distortion". Device was explanted.